Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was sticking. Customer's blood glucose level was low and she was hospitalized. Customer's actual blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent esc, act and down arrow buttons due to a flattened dome switches. No unlocked lcd keypad connector noted. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
The pump passed the delivery accuracy test. The lcd connector was inspected and no anomaly was noted.